Event description:
During the procedure, after 73 minutes of collection, there was an alarm: "liquid in centrifuge channel." "Wipe dry the sensor." Add'l medical intervention was necessary. This report is being filed due to insufficient info to determine if a malfunction that is likely to cause or contribute to death or serious injury occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.

Manufacturer narrative:
Caridian bct internal ref: (B)(4). Investigation: for 620ml loss, the person would have to be less than 47" tall to be outside the 15% tbv. This donor is 63.4" tall.

Event description:
The customer provided further clarification of the incident. The customer intended to gather 500 ml granulocytes. Per the customer, when the set broke down, they had already collected 190 ml of preparation that was discarded because of a possible contamination. They set-up a new machine, to connect the donor again and to collect new granulocyte product. The donor himself received no additional medical treatment. The processing lasted longer and more product had to be collected because of the loss of almost 200 ml of product. They collected only 430 ml of granulocyte preparation with the newly set up machine.